Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007. Inratio 5.8. Lab 12.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007. Inratio: 5.8. Lab: 12.5. Mean: 9.2. Confidence limits: cannot be determined. Per internal, the mean of the inratio meter and comparative system inr were calculated. The readings are considered accurate based "area outside the acceptance region" table. The results are considered not discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. This qualifies as an adverse event. Patient was hospitalized.